Manufacturer narrative:
Additional information was received that the patient underwent an scs replacement procedure per physicians preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had to charge the ipg daily as it was not holding a charge. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had to charge the ipg daily as it was not holding a charge. The patient will undergo an ipg replacement procedure.